Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the patient developed complete heart block and subsequently during the expedited right ventricular (rv) lead placement a perforation occurred. The patient developed tamponade as well as a pericardial effusion and a pericardiocentesis was performed. The patient was treated for cardiogenic shock due to tamponade. The patient developed respiratory distress as well as a pleural effusion and had a right-sided thoracentesis performed. The patient was stable at discharge. The lead remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.